Event description:
It was reported that a patient underwent an abdominal ovarian cystectomy procedure on (B)(6) 2011 and suture was used. During the procedure, during knotted suturing of the dermis, the surgeon found the needle was broken at the tip and the fragment was lost. The patient underwent x-ray exam but the fragment was not found. After the patient was moved to the ward, she underwent CT scan, and the fragment was found to be located subcutaneously near the epidermis. The same day, the patient underwent re-operation to remove the fragment. The surgeon made an incision under the skin and palpated, but the fragment was not found. Then the surgeon cut off the tissue (5mm x 3cm in size) from the incision to the right and left, and looked for the fragment, but it was not found. Additionally, the surgeon cut off tissue (5mm x 5cm in size) from the incision to the right, and looked for the fragment and it was found. Now the patient is hospitalized and in stable condition.

Manufacturer narrative:
(B)(4). Conclusion: a needle that broke at the point end was submitted for this evaluation. A microscopic inspection revealed scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. Conclusion: a visual inspection was also performed on additional loose needles returned for evaluation. There were no signs of manufacturing defects found on the needles. There were scuff marks and indents on one of the needles that appear to have come from handling by the surgical needle holders or some other gripping devise.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.